Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding a broken wire was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, the 8 mm tenaculum forcep instrument wire was broken during use. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was fine prior to inserting into the patient. The customer used it for about 30 minutes before it broke. The customer was able to finish with the tenaculum, but it didn't seem to hold or grip as strong as before the wire broke. The customer only saw one wire sticking out. No fragments were seen. The customer sent the instrument to materials to be returned for evaluation. The customer does not have information on the patient, only that patient is female.